Event description:
It was reported that the pump was sent in for repair. The results of the investigation found a detached downstream occlusion (dso) seal and a defective latch lock sensor. There was no patient involvement.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found a detached downstream occlusion (dso) seal and a defective latch lock sensor. The dso seal and latch lock sensor were replaced to fix the issue.